Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. Patient had high blood glucose levels of over 400 mg/dl. The patient stated that the site was bright red, itchy, painful and draining fluids. Patient went to the local clinic and was diagnosed with an infected abscess.